Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a physician on 30-apr-2010. This case involves an adult pt who developed a nodule after treatment with poly-l-lactic acid (sculptra) therapy. No additional treatment details or info regarding the event were provided. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome - unk. Reporter's causality assessment: no reported. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Additional info received 5-may-2010 from the surgeon via the medical advisor: based upon additional info received, this non-serious case is now being upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The pt went to this surgeon (the reporter) to solve the event. This case involves a (B) (6) female pt. She was treated once with poly-l-lactic acid in (B) (6) 2009. Fifteen days later, a nodule on her chin appeared, but no corrective treatment was administered by the physician who administered the poly-l-lactic acid. The outcome was reported as ongoing. Reporter's causality assessment: possible. No further info reported.